Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. Additionally the act button had been jamming. The customer also received a motor error alarm yesterday. The patient woke up this morning to a blood glucose between 350 mg/dl and 400 mg/dl. The device alarmed no delivery during the priming process on multiple occasions. Troubleshooting was initiated for the no delivery alarm. The customer treated their high blood glucose via manual insulin injection and changing his site. The customer resolved the no delivery issue by changing the reservoir. The reservoir will be returned and replaced.